Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the insulin pump screen was cracked following a fall. Blood glucose was not affected. A replacement device was arranged to be shipped.